Manufacturer narrative:
Further investigation result(s): with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 8-dh5047 is not related to any additional complaint infection record reported as of today. Considering that there is not an adverse trend for this type of event (only pr# (B)(4)) no additional actions are deemed required at this time. The issues with (B)(4) will continue to be monitored and corrective action taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported right side "recurring infections, capsular contracture [baker grade unknown], pain, swelling, visible change in size, and anxiety about alcl". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "recurring infections, capsular contracture [baker grade unknown], pain, swelling, visible change in size, and anxiety about alcl". Device remains implanted.